Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from an emergency room (ER) physician regarding a (B)(6), male patient who was receiving baclofen (concentration, dose and lot number were unknown) via an implantable pump for intractable spasticity. The patient's medical history and concomitant medications were unknown. Since (B)(6) 2015, the patient had experienced increased spasticity and his blood pressure was labile. The patient was supposed to have a refill 1 month ago and did not get it done. The physician did not hear the pump alarming and the patient did not mention an alarm either. Additional information has been requested regarding the drug information, the patient's medical history and concomitant medications, diagnostics, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.